Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited out of range rv lead impedances of greater than 2,000 ohms, noise on the rv channel and loss of rv capture one day post-implant. The pocket was therefore reopened and it was noted that the set screw appeared tightened. The lead was connected to the pacing system analyzer (psa) and measurements were normal; the lead was connected to the device and again all measurements were found to be normal. A connection issue was suspected. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.